Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted as of this time. A call was placed to technical services on 08/13/2018 stating that this rv lead had more than 2000 ohms back in (B)(6). The noise was noted also on the rv lead following the lead safety switch. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).